Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's right groin. Approx two weeks later the pt presented with severe leg pain. A peripheral arteriogram was performed which identified an occlusion at the origin of the right superficial femoral artery. The pt was taken to surgery where the superficial femoral artery was dilated multiple times using a 6mm by 4cm balloon which resulted in a complete resolution of the stenosis and restoration of antegrade superficial femoral arterial flow. As of 10/16/98 there has been no further report to the MFR of complication or pt sequelae.